Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began. The patient manages her diabetes with oral medication, diet and exercise and advised that she consumed less food and/or drink in response to the alleged issue. The patient advised that an unknown time after the alleged issue occurred, she developed the symptom of ¿sore finger¿ due to repeated testing. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was being used for the first time. The csr established that the correct test strips were being used and that the patient was following the correct testing procedure. The csr also confirmed that the error 2 message did not occur when the power button was pressed; however, after walking through a retest, the patient was unable to confirm if the alleged issue was resolved. There was no apparent misuse of the product. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged error issue was not resolved during troubleshooting.